Manufacturer narrative:
Plant investigation: the complaint is not confirmed. A sample dialyzer has not been returned for analysis. No additional information or a sample have been provided and the complaint is not confirmed. A review of the production record was performed. The production record review showed there were was one temporary deviation notice (dn) and one nonconformance (nc) ( ran on wrong recipe) in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes.

Event description:
A supplies manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. There was no harm, intervention or adverse event reported in the initial report. A sample dialyzer was not returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. There was no harm, intervention or adverse event reported in the initial report. A sample dialyzer was not returned for analysis.